Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. The customer alleged the "pump would stop insulin on its own" resulting in the elevated bg; however troubleshooting could not be performed and the alleged root cause could not be confirmed. Customer delivered a correction bolus via the pump and administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.